Manufacturer narrative:
Reported event: after the case we noticed that the knob had sheared off. It didn¿t affect the case. Device evaluation and results: visual inspection: visual inspection confirms a sheared off (B)(4) hip release knob. Also observed were cracks along the (B)(4) reamer barrel. Dimensional inspection: dimensional inspection was not completed as the visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed as the visual inspection clearly shows the failure of the device. Device history review: review of the device history records indicate 44 devices were manufactured and accepted into final stock on 05/26/2016. Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding the variable hip end effector. There have been one other events for the referenced serial number or lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure. Conclusions: alleged failure confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon completed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After the case, the knob on the hip end effector sheared off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon completed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). After the case, the knob on the hip end effector sheared off.